Manufacturer narrative:
Technical eval: the catheter had flattened, stretched, and kinked sections. Conclusion: based on the description of the incident and the device eval, the device may have been damaged during the packaging process or in the hosp when the physician was manipulating the device before the case. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 854/a (lot# l12319). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12319) indicated that 100% inspection of the devices resulted in (B)(4) rejects. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Units have been processed under (B)(4) for extended shelf life of 36 months. No other anomalies were found with this lot due to the mfg process as the parts rejected have been labeled and segregated as part of the mfg standard procedure. The parts released in this lot met process requirement, however, the device probably kinked during the labeling process per (B)(4).

Event description:
Physician unpacked the catheter and noticed that it was too floppy. He looked at the end and saw a kinking on the tip. The product was not in a pt, only on the table (not flushed).